Event description:
Allegedly the patient was revised due to mom complications: severe hip pain; elevated metal levels of cobalt and chromium; evidence of subsidence of the stem; metallosis; and clicking (right).